Event description:
Caller reported a cgm error. There was no adverse impact to the customer's blood glucose level. After receiving guidance from technical support, the customer successfully reset their pump and started a new sensor session without further issues.